Manufacturer narrative:
Inspection of the returned turntable reveals that the missing guard rails were never fitted. This concluded because of the absence of witness marks on the baseplate. An analysis of historical occurrences was carried out and it was identified that four other occurrences had been reported: one in (B)(6) 2000, following which preventative actions were taken to prevent further occurrence. One in september (B)(6) 2003, one in (B)(6) 2004, one in (B)(6) 2005 all of the same occurrence. Analysis of sales of all turntables were carried out and it was found that sales were fairly constant through the period from 1999 to 2005. Given the absence of incidents between (B)(6) 2000 and end of (B)(6) 2002, the view has been taken that the corrective actions taken in may 2000 were effective and that initially all turntables supplied to the market since (B)(4) 2003 (total - 487) would be inspected to determine that they are correctly manufactured and that all guard rails are in place. At the time of reporting, inspections are in progress. An update report will be issued at the conclusion of the 487 inspections.

Event description:
Report received from (B)(6) based customer that a problem had been identified with a ceiling track hoist system and that there was concern that the hoist may fall from the ceiling. The customer requested a visit from a technical representative to determine whether there was a problem. Chiltern invadex sent a member of the installation team to the site in (B)(6) to inspect the system. The inspection revealed that a set of guard rails were missing from a turntable installed in the hoist track system. Immediate arrangements were made to remove and replace the affected turntable and for the original to be returned to chiltern invadex head office for inspection and review. The customer confirmed that the hoist 'had not' fallen from the system and that the possible fault had been identified by a service inspection by his nominated contractor.